Manufacturer narrative:
(B)(6). Exact date of post-operative screw breakage is unknown. (B)(4). Due to the breakage of expansion head screw tabs, the screw itself could not be removed during the revision. Per facility, the complainant parts will not be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial c3-c5 anterior discectomy and fusion procedure was performed on (B)(6) 2016. On an unknown post-operative date, the c5 screws within the cervical spine locking plate (cslp) began backing out. It was confirmed that the screws at c3 and c4 remained locked within the plate as intended. On (B)(6) 2016, the patient returned to the operating room for revision. During the anterior portion of the procedure, the surgeon removed the left locking screw and the expansion head screw. It was noted that, although the expansion head screw had backed out of the plate, it was still intact. Additionally, there was no allegation of malfunction made against the left locking screw. The surgeon then removed the locking screw on the right, which was reportedly floating freely outside of the expansion head screw. Thereafter, the surgeon noticed that the tabs on the right expansion head screw had broken off. The pieces of this screw (tabs) were successfully retrieved; however, their absence prevented the screw from being removed. As a result, a tab-less expansion head screw remained implanted on the right side. Following the hardware removal, the patient was flipped to a prone (posterior) position for a posterior cervical fusion at c3-c6 with a synthes synapse 4.0mm rod system. The cslp, along with the rod system, are currently implanted in the patient. Overall, the procedure was completed successfully with no reported surgical delay or harm to the patient. The patient's post-operative status was noted to be stable. Concomitant device(s) reported: cervical spine locking plate, gold (partial part: 450.2xx / lot: unknown / quantity: (B)(4)) and titanium locking screw (part: 497.78 / lot: unknown / quantity: (B)(4)). This report is 2 of 3 for (B)(4).